Event description:
It was reported that during an obesity by video procedure, the load malfunctioned and not stapled. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60b cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received fully fired. In addition the cartridge was noted to be broken in two pieces and the cartridge pan dislodged. No further functional testing could be performed due to the condition of the reload. No conclusion could be reached as to how the cartridge became damaged and the cartridge pan dislodged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? What was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Were any of the forces higher or lower than expected (closing or opening)?